Manufacturer narrative:
Final analysis found only the connector portion of the lead was returned. All the damage identified was consistent with that occurring at the time of the explant procedure

Event description:
It was reported that the patient has deceased. The cause of death was reported to be cardiac arrest. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.